Manufacturer narrative:
Device evaluated by MFR: sample not received.

Event description:
It was reported in the patient¿s medical records that as a result of having the product implanted, the patient has experienced a vaginal incisional dehiscence with mesh exposure. She has required one surgical intervention.